Event description:
The pt received two leads with the same lot number. It was reported the pt was unable to increase the amplitude of his stimulation. The sjm rep met with the pt and determined there were two invalid contacts. The sys was reprogrammed, and the pt received effective coverage. Further f/u identified the pt was satisfied with the new programs. No further intervention was planned.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.